Manufacturer narrative:
Manufacturer's reference: (B)(4). Trended case device investigation conclusion: there's traces of ear wax all the to the bottom of the rear housing and no trace of glue besides at the bottom of the rear housing. There were too little glue to keep all parts bonded and it could be that the glue was impacted by the ear wax. Receiver detaching from housing due to insufficient glue or wrongly applied to housing. Glue curing process not good enough. Clinical assessment concluded: clinical evaluation of the event: case involves part of a receiver broken off in the patient's ear. The hearing care provider was able to remove the object from the ear. There were no problems removing the object from the ear. No further symptoms were reported. Clinical conclusion is that the detached receiver has not caused harm to the patient and no medical treatment was prescribed. The clinical evaluation for the device family does evaluate receivers coming loose in the ear canal. This is identified in the risk analysis and mitigated through device design by ensuring a sufficient pull force (compliance with iec 60601-2-66). The user guide states to contact the hcp if a foreign object or wax is in the ear canal to reduce the potential risk of harm as far as possible. There are no new clinical aspects (e.g., unforeseen use or clinical conditions) discovered from this event. Therefore, it is concluded that the current clinical evaluation and risk/benefit conclusions herein are sufficient. Risk assessment: the residual risk after the risk control measure(s) is acceptable. No new hazardous situations identified and no requirement to update the risk register. This is being reported since the incident, occuring outside of the us, involved a similar device that is marketed in the us. Ths report is late due to human error. Manufacturer's investigation is final. This is a combined initial and final report.

Event description:
On (B)(6) 2023, patient reported that when he attempted to remove the hearing aid out of his ear in his home, he noticed that the dome and end part of the m&rie were missing. He was unaware that it came apart inside his ear and instead believed it fell on the floor in his study. He then searched for an hour afterwards to try and find the missing dome but to no avail. Although he could not physically feel it was still inside his ear, he booked an appointment for the following day to see his hcp. On (B)(6) 2023, patient saw hcp who examined his ear. Hcp saw it lodged in the mid-ear canal and proceeded to remove using forceps. Hcp stated he was able to remove this himself without the patient having to attend a&e. No further follow-up is expected.